Event description:
A physician successfully placed a xact stent into a pt's right internal carotid artery. The following day, the pt developed asymptomatic bradycardia. Two days later, the pt received a permanent pacemaker. The pt was discharged to home the following day.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.